Manufacturer narrative:
The device was not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer placed an order for the replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was having a transducer fault while on a patient. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the complaint through the events log, but it was not duplicated during the functional check. The unit was switched into user mode, where it ventilated normally with no alarms. Allow the unit to cycle for 30 minutes. The unit continued to cycle normally with no alarms. All calibrations were successful.